Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Event description:
It was reported on (B)(6) 2013 by a surgical technologist that scrubbed in on a case on (B)(6) 2013 (consultant was not present for surgery), a (B)(6) year old male presented with a subtrochanteric fracture. The surgeon wanted to use a lateral entry femoral recon nail to control rotational stability of proximal segment. The patient had a smaller im canal and the surgeon chose to ream 1mm over size of nail. The nail was attached to the percutaneous insertion handle with cannulated connecting screw and inserted over the ball tip reaming rod. The nail was inserted by hand and once reached resistance, it was further progressed with a light mallet. The nail was inserted just past the fracture in subtrochanteric area and would not advance. The surgeon then attached the hammer guide to the driving cap and attempted to remove the nail from femur. The nail would not back out of canal and heavy blows with the slotted mallet were used in an attempt to remove nail from patient. After multiple attempts with a heavy slotted mallet, the nail was dislodged from the femoral canal. The femur canal was then reamed with larger reamers to accommodate size of nail. Before reinsertion of nail, the surgical technologist inspected the cannulated connection screw and the junction of the nail, percutaneous insertion arm. The attachment end of insertion arm was broken. The tab that helps align nail to insertion arm was sheared off and was visibly missing. The broken tab was found in the soft tissue of patient and removed. The surgery was delayed by ten minutes waiting for a different instrumentation. Once the set was received, the surgery continued with no adverse event to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Date manufacturing received 8/09/2013. Date device manufactured 12/30/2013. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development evaluation was conducted. The returned device, percutaneous insertion handle for femoral nails-ex was received for evaluation with complaint category of broke during insertion/removal. The returned device was manufactured in december 2010 and is over 2.5 years old. On the returned device, the distal tab that interfaces with mating nails has sheared off at its base and was not returned for evaluation. The insertion handle is manufactured from 17-4ph material which is a typical material for insertion handles. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint was caused by heavy blows from a slotted mallet, therefore this complaint is invalid from a design perspective. Placeholder.